Event description:
Note: the information contained in this MDR was obtained from maude adverse event report. The maude report did not provide information related to the name of the user facility or any additional contact information. The customer reports that the ventilator was set-up on an (B)(6) (2015 gestation) who was born in the car with a (B)(6), in route to the hospital. The baby started to exhibit some respiratory distress. The baby was re-intubated and mucus was found at the end of the tube. After the intubation was attempted; the baby was suctioned and red blood was noted. The (B)(6) died. Upon cleaning of the equipment; the respiratory therapist noticed that the water bottle for active humidity circuit was not spiked causing edema to be dry. Therefore humidity spike had gone in but there was no puncture in the water bottle. Ultrasound of the head noted bilateral germinal matrix hemorrhages.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitor and trend of similar complaints.